Manufacturer narrative:
Date of event: the date received by manufacturer has been used for this field. No samples were received for investigation of complaint reported via post market survey. The feedback provided by the customer indicates a freeflow of medication was detected, furthermore the patient was also reported as experiencing phlebitis when using the bd anti-siphon valve product. No further information was available to assist the investigation in this instance. In this instance a lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample, it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the bd anti-siphon valve products in the past 12 months.

Event description:
It was reported that clinicians and/or any patients have encountered 6 cases of retrograde flow (back flow) of fluid leading to under infusion when using the unspecified bd anti-siphon valves. Retrograde flow (back flow) of fluid leading to under infusion - 6.